Event description:
It was reported to tyco/healthcare/kendall in 5/02 that a feeding tube was unable to be removed. A physician removed the feeding tube by pulling it through the mouth and cutting it. It was unclear why the feeding tube could not be removed. In 2002, it was noticed on a kub that a pellet from the weight was in the patient's stomach. No harm to the patient.